Event description:
Device 1 of 2. Ref MFR report #1627487-2013-12518. It was reported, the pt went to the emergency room due to pain and illness on (B)(6) 2011. The pt had a systemic infection allegedly due to the implant. The pt was admitted to the hosp on (B)(6) 2011 and subsequently died. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Add'l #1627487-07262012-001-c. This ipg serial number was included in a field advisory. This model number was included in a field correction. Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.